Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s father reported via phone call that the customer had high blood glucose level. The customer¿s current blood glucose level was 108 mg/dl. The customer¿s blood glucose level before treating with insulin pump was 350 mg/dl and after forty minutes blood glucose level was 409 mg/dl. The customer¿s father reported that the insulin pump received change sensor alert and he declined troubleshooting for high blood glucose level. The insulin pump will not be returned for analysis.